Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the valve wouldn't advance through the sheath, and the valve tine was protruding when inspected under fluoro. The system and sheath were removed and replaced with new system and sheath. The case was completed successfully with the second attempt. It is notable that first sheath was in the body for 45mins while team struggled to cross highly calcified bicuspid valve. No injury to the patient was observed.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, sheath puncture was confirmed empirically since it was reported that ''during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the valve wouldn't advance through the sheath, and the valve tine was protruding when inspected under fluoro''. Available information suggests procedural factors (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft punctures. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft - particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.